Event description:
At the conclusion of the 260 minute robotic surgery, a hole was noted to have developed in the tip cover accessory with charring on the distal portion of the tip. No stray bovie arcing noted to have occurred. No patient harm.